Event description:
Primary IV [intravenous] tubing was hooked to the pt and [connected to] the IV pump. The [bubble] chamber [for pump administration] on the tubing blew [causing the plastic to split]. This split resulted in air in the line causing a potential for infection. [The risk for embolism is possible but not probable. As a result, the entire tubing needed to be changed down to IV site. The infusion had just been initiated when the split was noticed. The pump had not been [operating] prior to the split being noticed. The cause of the split in the tubing is not known. It is not believed that pressure from handling caused the split, or that the pt manipulted the tubing. The device was discarded and is not available for evaluation. There was no adverse outcome to the pt related to this incident. It is not known how long this facility has been using this type of IV tubing. There was no special device check performed on this particular tubing. The facility does not have a biomedical dept. Since the incident, other tubing from the same manufacturing lot has been checked for signs of poor production and assembly and the problem has not occurred again. User error was not a factor in the incident. In general, staff seem to feel positively regarding this device. The manufacturer has not been contacted regarding this incident.